Event description:
It was reported that the patient alert triggered for high impedance. The patient received 90 shocks before the detections could be programmed off. The lead had a suspected fracture and it was replaced. Additional information from the patient indicated that he was concerned about the "multiple shocks" delivered. He stated the lead was found to be "faulty." There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; distal segment returned and analyzed. Other: trueisprint quattroimplantable tachy lead. It was reported that the patient alert triggered for high impedance. The patient received 90 shocks before the detections could be programmed off. The lead had a suspected fracture and it was replaced. Additional information from the patient indicated that he was concerned about the "multiple shocks" delivered. He stated the lead was found to be "faulty." There were no further patient complications as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event. Impedance, high, lead(s), fracture of, shock, inappropriate.